Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability- additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A functional test was performed and it passed. The receiver log was downloaded and evaluated, there was no data within the investigation window. A communication tool audio/vibration test was performed and it passed. A "try it" manual test was performed and the tests passed. The receiver case was opened for an internal visual inspection and it passed. A speaker audio intermittent test was performed and the test passed. The speaker resistance was measured and it registered within specification. The reported event of intermittent audio output could not be determined. The root cause could not be determined.